Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening linear on anterior. Leak test and microscopic analysis was performed which identified: opening crease smooth on anterior, observed void >1 mm in non-textured, valve-to shell-bond area and voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening. Void on valve texture side assessed as a workmanship. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Fi results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed voids in the textured part of the valve (vv), it is out of specification according to qa 199.06. This observation has no relation with the reported event. According to the current risk documents the event of " void in valve " is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this type of event (only (B)(6) in (B)(6) 2020) no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.